Manufacturer narrative:
The product was not returned to abbott vascular for analysis. Return of the guide wire may have further aided the analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query was not performed since the lot number was not reported. Factors that may contribute to the difficulty to remove the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, anatomical conditions, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, condition of the balloon catheter, coagulation of blood or procedural contaminates. Based on the limited information provided, the investigation was unable to determine a conclusive cause for the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling. Estimated date (B)(6) 2020.

Event description:
It was reported as a general comment that versacore guide wires are difficult to remove from the balloon catheter. No additional information was provided.